Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka).

Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support (tts) and no issues were identified. Customer successfully resumed insulin deliveries after the system check. Reportedly, the customer was adding and removing insulin after the cartridge was loaded on the pump. Tts informed the customer that adding and removing insulin after the cartridge is loaded on the pump is off label per the tandem user guide. Customer¿s blood glucose level was 200-300 mg/dl.